Event description:
Output procedure planned for esophagogastroduodenoscopy (egd) with stent insertion with fixation using apollo overstitch. First suture was able to grasp the stent; when attempting to grab the tissue of the esophagus the needle would not grasp onto the apparatus. Rn and doctor noticed at that time that the needle was bent. Therefore that suture had to be anchored and cut and a new suturing system was applied. Doctor inserted scope with the apparatus and again was able to grasp the stent with the suture but upon grasping the tissue of the esophagus, the rn and doctor noticed that the needle was bent again. The doctor went in and cut the suture with the endo-loop cutter and was not able to suture the esophageal stent to the esophagus due to equipment malfunction twice. Equipment was sent in red bag to be reprocessed to be evaluated by company.